Manufacturer narrative:
All instruments were reprocessed prior to use in procedures. During the time of the reported event, the unit's filtration system was not operating properly which caused the cycle to abort. A steris service technician arrived onsite to inspect the unit and found that one of the unit's electrical components had shorted subsequently causing a burning odor and the filtration system to not operate properly. Additionally, the technician observed a small amount of heat damage around the electrical component. The technician replaced the filtration system which houses the electrical component, ran a test cycle, and confirmed the unit to be operating according to specification. The root cause of the shorted electrical component could not be determined as the damaged component was discarded. The unit was manufactured in 2011 and no additional issues have been reported.

Event description:
The user facility reported a burning odor emitting from their reliance eps. No report of injury, procedure delay or cancellation.